Event description:
It was reported that during the procedure, it was found that the device alerted an error and automatically shut down. It was also noted that the flashlamp had reached the limit and needed replacement. As a result, the procedure was canceled. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block e1: the reported phone number was (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). It was confirmed that the flashlamp was worn and was resolved by replacement. The reason for the device unexpected shutdown and flash lamp device was most likely caused by a worn-out flash lamp. To generate the laser energy, the flash lamp is fired several times a second. Over time, one electrode burns and starts to darken the flash lamp tube. This results in lowering the laser power output. When it reaches the expected usage count, a code is triggered. This courtesy service code warns the user that it was time to replace the flash lamp, and it can also shut down the laser console from use. A review of the device history record showed the laser console was installed on (B)(6) 2020. This laser console was last serviced on (B)(6) 2022. The system was functional until the reported event date of 26 december 2024. Maintenance intervals should be performed at least once per year based on the console display, depending on what is earlier. Based on inspection performed by fse, the console was beyond the recommended maintenance scheduled. Therefore, it was concluded that not following the recommended maintenance interval was the most probable contributed to the console performance.

Manufacturer narrative:
Block e1: the reported phone number was (B)(6).

Event description:
It was reported that during the procedure, it was found that the device alerted an error and automatically shut down. As a result, the procedure was canceled. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.